Manufacturer narrative:
Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result for a sample from one patient. The reactive (positive) result was considered discordant with the nonreactive (negative) result obtained with repeat testing of the sample. It is unknown which result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00176 was filed on march 4 2021. Additional information - april 7, 2021: it was originally reported that it was unknown if the system was serviced by a third party. Has been revised to show that the system was not serviced by a third party. Preventative maintenance was performed by siemens on january 28, 2021. A wash 1 leak was identified at this time. The sample type was originally reported as unknown but it has been confirmed to be serum. The customer confirmed that the initial results were not reported to the physician(s). The customer confirmed that the negative qc was negative as expected before the second run. Additional information - april 16, 2021: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required.